Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported, with no allegation of device deficiency, but blood glucose was different from sensor glucose. The customer reported blood glucose value of 89 mg/dl. The customer reported hypoglycemia, treated with hospitalization: overnight stay, 1 pouch of kool-aid, emergency visit. The event involved product(s) mmt-332a, mmt-1715kr, unomedical. Customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-332a was requested and customer response was the device will be returned. Mmt-1715kr was requested and customer response was the device will be returned. No product return is required for unomedical. The customer will discontinue to use of the mmt-332a and mmt-1715kr.

Manufacturer narrative:
Customer returned pump for an alleged visit to emergency room and was hospitalized for low bgs found on 19-mar-2024 (per ss event date). However, as per customer's note: customer returned pump for an alleged visit to emergency room and was hospitalized for low bgs found on 24-mar-2024. On case-(B)(4), svn#: 000314601641 - customer returned pump for an alleged battery cap contact missing/damaged found on 29-jul-2022. On case-(B)(4), svn#: 000313687300 - customer returned pump for an alleged infusion set (bent cannula) anomaly and high bgs found on 05-dec-2021. On case-(B)(4), svn#: 000313106447 - customer returned pump for an alleged prime/fill anomaly and high bgs found on 18-aug-2021. On case-(B)(4), svn#: 000311589073 - customer returned pump for an alleged high bgs found on 07-aug-2020. Unable to verify infusion set (bent cannula) anomaly due to pump was received without the original infusion set. Infusion set (bent cannula) anomaly was unknown. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. The pump primed properly. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 07-aug-2020, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 07-aug-2020 listed on smartsolve. Dailytotalcollectionstarttime = 08/07/2020 00:00:00.000 dailytotalofallinsulindelivered = 46.65 dailytotalofbasalinsulindelivered = 10.55 dailytotalofbolusinsulindelivered = 36.1 08/07/2020 14:14:04.000 normal bolus delivered event type = 220 source ID = pump (ngp is in open loop state) history record length = 26 system time = 08/07/2020 14:14:04.000 bolus programming method = bolus wizard bolus number = 1 preset bolus number = 0 normal bolus amount programmed = 1.7 bolus amount delivered = 1.7 08/07/2020 17:07:40.000 normal bolus delivered bolus programming method = bolus wizard normalbolusamountprogrammed = 5.6 bolusamountdelivered = 2.15 on 08/07/2020 17:07:40.000, normalbolusamountprogrammed = 5.6 u. However, the bolus s cancelled by the user and the bolusamountdelivered = 2.15 u. 08/07/2020 17:13:12.000 normalbolusdelivered bolusprogrammingmethod = preset bolus normalbolusamountprogrammed = 15 bolusamountdelivered = 6.75 on 08/07/2020 17:13:12.000, normalbolusamountprogrammed = 15 u. However, the bolus s cancelled by the user and the bolusamountdelivered = 6.75 u. 08/07/2020 17:15:56.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1 bolusamountdelivered = 1 08/07/2020 17:18:38.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.9 bolusamountdelivered = 0.9 08/07/2020 18:11:26.000 normalbolusdelivered bolusprogrammingmethod = preset bolus normalbolusamountprogrammed = 15 bolusamountdelivered = 15 08/07/2020 23:11:38.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8.6 bolusamountdelivered = 8.6 there were no unexpected pump errors/alarms noted 1 week prior to the event date 07-aug-2020 in the formatted history file. In further full review of the pump history/traces on the event date of 18-aug-2021, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 18-aug-2021 listed on smartsolve. Dailytotalcollectionstarttime = 08/18/2021 00:00:00.000 dailytotalofallinsulindelivered = 165.475 dailytotalofbasalinsulindelivered = 61.275 dailytotalofbolusinsulindelivered = 104.2 08/18/2021 04:54:58.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.1 bolusamountdelivered = 6.1 08/18/2021 07:11:15.000 normalbolusdelivered bolusprogrammingmethod = preset bolus normalbolusamountprogrammed = 18 bolusamountdelivered = 18 08/18/2021 10:19:37.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 10.6 bolusamountdelivered = 10.6 08/18/2021 13:03:06.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.6 bolusamountdelivered = 6.6 08/18/2021 13:36:19.000 normalbolusdelivered bolusprogrammingmethod = preset bolus normalbolusamountprogrammed = 20 bolusamountdelivered = 20 08/18/2021 17:58:06.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 11.4 bolusamountdelivered = 11.4 08/18/2021 18:10:37.000 normalbolusdelivered bolusprogrammingmethod = preset bolus normalbolusamountprogrammed = 25 bolusamountdelivered = 25 08/18/2021 20:38:37.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.5 bolusamountdelivered = 6.5 there were no unexpected pump errors/alarms noted 1 week prior to the event date 18-aug-2021 in the formatted history file. In further full review of the pump history/traces on the event date of 05-dec-2021, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 05-dec-2021 listed on smartsolve. Dailytotalcollectionstarttime = 12/05/2021 00:00:00.000 dailytotalofallinsulindelivered = 164.05 dailytotalofbasalinsulindelivered = 65.75 dailytotalofbolusinsulindelivered = 98.3 12/05/2021 07:44:18.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7 bolusamountdelivered = 7 12/05/2021 11:18:43.000 normalbolusdelivered bolusprogrammingmethod = preset bolus normalbolusamountprogrammed = 20 bolusamountdelivered = 20 12/05/2021 15:08:52.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 12.1 bolusamountdelivered = 12.1 12/05/2021 18:33:37.000 normalbolusdelivered bolusprogrammingmethod = preset bolus normalbolusamountprogrammed = 25 bolusamountdelivered = 25 12/05/2021 18:36:52.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.2 bolusamountdelivered = 9.2 12/05/2021 21:37:07.000 normalbolusdelivered bolusprogrammingmethod = preset bolus normalbolusamountprogrammed = 25 bolusamountdelivered = 25 there were no unexpected pump errors/alarms noted 1 week prior to the event date 05-dec-2021 in the formatted history file. In further full review of the pump history/traces on the event date of 29-jul-2022, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 29-jul-2022 listed on smartsolve. Dailytotalcollectionstarttime = 07/29/2022 00:00:00.000 dailytotalofallinsulindelivered = 118.575 dailytotalofbasalinsulindelivered = 75.575 dailytotalofbolusinsulindelivered = 43 07/29/2022 10:25:21.000 normalbolusdelivered bolusprogrammingmethod = preset bolus normalbolusamountprogrammed = 18 bolusamountdelivered = 18 07/29/2022 20:51:47.000 normalbolusdelivered bolusprogrammingmethod = preset bolus normalbolusamountprogrammed = 25 bolusamountdelivered = 25 please see below for pump errors/alarms noted 1 week prior to the event date 29-jul-2022 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: 07/28/2022 14:20:27.000 07/28/2022 14:23:57.000 07/28/2022 14:24:20.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 07/28/2022 14:23:56.000 07/28/2022 14:24:07.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 24-mar-2024 at 9:20:00 am. There was no power data available for the date of 28-jul-2022. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. In further full review of the pump history/traces on the ss event date of 19-mar-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 19-mar-2024 listed on smartsolve. Dailytotalcollectionstarttime = 03/19/2024 00:00:00.000 dailytotalofallinsulindelivered = 113.4 dailytotalofbasalinsulindelivered = 88.4 dailytotalofbolusinsulindelivered = 25 03/19/2024 03:57:57.000 normalbolusdelivered bolusprogrammingmethod = preset bolus normalbolusamountprogrammed = 25 bolusamountdelivered = 25 in further full review of the pump history/traces on the customer event date of 24-mar-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer event date of 24-mar-2024 listed on smartsolve. Dailytotalcollectionstarttime = 03/24/2024 00:00:00.000 dailytotalofallinsulindelivered = 93.025 dailytotalofbasalinsulindelivered = 68.025 dailytotalofbolusinsulindelivered = 25 03/24/2024 04:28:55.000 normalbolusdelivered bolusprogrammingmethod = preset bolus normalbolusamountprogrammed = 25 bolusamountdelivered = 25 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the ss event date 19-mar-2024 and customer event date of 24-mar-2024 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 03/20/2024 05:54:24.000 03/20/2024 06:04:00.000 insert battery alarm was expected since the battery was removed from the pump. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 03/15/2024 11:22:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 03/15/2024 11:32:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap and battery cap contact missing/damaged noted during visual inspection. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Retainer ring damage (a cracked retainer) was confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs and high bgs. Customer alleged for prime/fill anomaly was not confirmed. Battery cap contact missing/damaged was not confirmed. Unable to verify infusion set (bent cannula) anomaly due to pump was received without the original infusion set. Infusion set (bent cannula) anomaly was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.